Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock during a ventricular tachycardia (vt) due to t wave oversensing. The patient felt his heart beating fast. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.